Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that white material was found at the air/water channel. It was noted that the material was likely to be a simethicone type product. The cause of the material remaining in the device could not be specified, there was no damage to the area where the material was detected and no reported deviations from the instructions for use regarding reprocessing. This event can be prevented by following the instructions for use (IFU): 4.2 insertion: air/water feeding and suction: air/water feeding olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Regular maintenance was requested by the customer where the olympus technician discovered a white crystallized substance in the air, water and j channels. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found by the olympus technician.